Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported during the implant procedure that the physician was concerned about the unusual radius of curvature and stability of the j shape (appeared to physician to be wider than usual). Reported difficulty positioning during implant attempt. The lead was not used and there were no patient complications as a result of this event.